Manufacturer narrative:
Three months later, the device was explanted and replaced.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) which was included in the shortened replacement window advisory april 2007 population product advisory was initially communicated on 4/5/2007, was suspected of exhibiting the advisory behavior. To date there have been no adverse patient effects reported.

Manufacturer narrative:
Technical services recommeded monthly intensified follow up appointments. Should additional information become available, this report will be updated.